Event description:
A caller reported a malfunction on a pump with a displayed malfunction code of malf 16- 0x20e6. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Tandem technical support decided to replace the pump and confirmed that the customer would temporarily use multiple daily injections (mdi) for insulin delivery. The customer was informed about receiving a pump with updated software and provided with instructions on using and returning the problematic pump. Tandem support arranged the delivery of the replacement pump and updated necessary details, ensuring the customer comprehended all steps involved.